Event description:
The customer reported the system displayed check sum fail error during boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site eval. The problem was verified. Found corrupted sram which was replaced by the rep. System now operates as intended.